Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 409 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with the insulin pump. The customer's blood glucose was 425 mg/dl at the time of call. The customer's blood glucose was 436 mg/dl at the time of call. The customer stated that she was feeling nauseous. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer stated that the insulin did not exit during fixed prime. The customer stated that the insulin did exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that the insulin did exit during manual prime. The insulin pump will not be returned for analysis.